Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect however the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity, mild calcification and 99% stenosis. After pre-dilating the lesion with an unspecified 2.0x10 mm balloon catheter, a 3.0x23 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated, the stent was deployed and a distal edge dissection occurred. There was no interaction of devices. Another xience stent was used to cover the dissection. No device other/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.